Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: catheter model 8703, lot# j92103110, implanted: (B)(6) 1993; catheter model 8780, serial# (B)(4), implanted: (B)(6) 2013. (B)(4).

Event description:
The patient had 'issues,' increased spasms, was suffering 'quite a bit,' was prone to urinary tract infections (uti). Patient went to the hospital, uti was ruled out with culture. Catheter dye study was attempted, unable to aspirate side port and the catheter was replaced the same day, old catheter left in place. The exact site of catheter issue was unknown as it was 'not completely explored.' A successful rotor study was done in the operating room. Oral baclofen had been started the day of surgery but it didn't help 'much.' After catheter replacement was restarted on intrathecal baclofen with 'better relief.' The device system was used to infuse compounded baclofen and bupivacaine.

Event description:
The reporter stated that the catheter was "broken."